Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the light emitting diodes (led) of the system controller was confirmed; however, the reported event of a display issue was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, an image was submitted that showed dim and unlit leds on the user interface of the system controller. The display was not lit in the submitted image; however, this does not indicate that an issue was present as the display button did not appear to be pressed. Additional information provided on 21mar2024 stated no product would be returned for analysis. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿ describes how to use the display button to navigate through all system controller display screens. This section also instructs users to never submerge their equipment, including their system controller. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook- section 6 "equipment maintenance describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular checkup, the primary system controller showed two nonfunctioning lights on the battery status. The controller was to be exchanged for a new one. As the patient did not bring their backup controller, the exchange could not be performed, and it was to be done when the patient returns to the hospital. As of the (B)(6) 2024, the controllers had not been exchanged and was reported to last for a few months. Additional information was received that the patient presented to the hospital due to the display on their controller not showing any information. The lights on the controller gradually diminished and the display lights totally disappeared. The controller reportedly functioned as intended with no alarms. The controller was exchanged for a new one.